Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occured. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. Upon functional testing the fse found that the host pc and frontal stand image processing pc (ippc) were not booting up. To resolve the reported issue the fse reseated the host pc hard disk (hdd) and ippc hdd and performed manually power up on host pc and frontal ippc, shutdown cycle and boot up test and performed all basic functional tests. After which, the system was returned use in good working order. The codes were updated based on the investigation outcome.